Manufacturer narrative:
A4 weight is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that during clinical use of an automated impella controller (aic), a controller error alarm was observed upon initiation of the device. The cable connection was assessed and confirmed to be properly inserted. The device was able to initiate support and was ramped to the desired performance level without issue. Motor current and flow parameters were reported to be within expected ranges; however, placement signal and left ventricular signal were not visible. The physician was made aware of the condition, and no immediate changes were made. The patient remained stable and continued on support. No signs or symptoms of patient injury or patient harm were reported in association with this event.